Manufacturer narrative:
A ge service rep performed an onsite investigation. The batteries were replaced and the connections of the fluoro functions board, the generator interface board and the power supply were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display an image. No pt injury was reported.